Manufacturer narrative:
Patient information now provided.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon alleged an inaccuracy. In an open l2-l5 case with the open spine clamp, the patient was draped and the o-arm positioned. The surgeon deemed being inaccurate, no specific measurement provided. A site representative stated the frame had not been moved. The surgeon opted to re-spin, however, still thought to be inaccurate. They replaced the passive planar, with another on site, and when touching the surface on the sp next to the open spine clamp, the center of the crosshair was approximately 1mm deep into the bone. The site representative noted that the camera on the navigation system had a noticeable scuff on it that had not been there previously. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not available from site at time of this report. RMA issued. Replacement camera shipped to site (B)(4) 2013, same camera was returned to manufacturer unused. On (B)(4) 2013, medtronic representative following-up at the site performed a system check-out, navigation system passed in all areas. No fault found.